Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product typ catheter product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ accessory. (B)(4).

Event description:
It was reported that the patient was hospitalized for c-diff infection unrelated to the pump. The patient missed their refill appointment due to being in the hospital. They were trying to get that appointment rescheduled with the physician's office. Originally the patient had preservative-free morphine in their pump. It was unknown if that is what was in the pump currently. The patient was discharged from the physicians practice. No further information was obtained.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2012 after "violent vomiting", pain, low-grade fever, and report of being sweaty and clammy. It was then reported that there was a problem while trying to access the catheter access port (cap). A dye study was scheduled for (B)(6) 2012, and the reporter stated that the catheter access port was too deep and they were unable able to aspirate. The patient was still experiencing symptoms and reporter stated a catheter disconnect was suspected. No alarms were noted in the logs. Pump was just recently replaced on (B)(6). The medication in the pump was reported as morphine 20mg/ml concentration with a dose of 5.295mg/day. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.